Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes, the cover was loose. There was no report of impact to the patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper creep-out with the incident lot was not observed. Additionally, 100 retention samples were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Also, 10 retention samples were draw tested with all weights being within specification, no issues with the hemogard closure assembly being loose or separating during or after the draw testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper creep-out. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes, the cover was loose. There was no report of impact to the patient or user.